Event description:
Customer reportedly rec'd the following results on the compact plus system within 10 minutes. 10 mg/dl and 86 mg/dl, and 15 mg/dl and 96 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.